Event description:
The customer contacted physio-control to report that during a patient event their device powered off two (2) times by itself. The customer advised that his partner had powered on the device while he was putting defibrillation electrodes on the patient and when he checked the device, it was no longer on. He proceeded to power on the device again and it powered on briefly before shutting off by itself again. He turned the device on again and it started to analyze the patient. The customer advised that they continued their CPR protocol and provided two shocks to the patient before switching to a backup device. The outcome of the patient, a (B)(6) female, is unknown. The patient was down for an unknown amount of time prior to the first responders [the customer] arrival, which was approximately 3 minutes and 11 seconds after being dispatched. The customer also advised physio that the device's battery had 2 bars on the display and that they did not observe anything abnormal with the device prior to the event.

Manufacturer narrative:
After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control removed the battery plug wire harness assembly for further examination. Physio determined that the cause of the reported issue was that the battery contact surfaces located on the assembly had worn down to the point where they were no longer conductive. This lack of conductivity led to the device's loss of power which was experienced by the customer.

Manufacturer narrative:
Supplemental medwatch 003 indicates: 3015876-01/04/2017-001c. Supplemental medwatch 003 should indicate: 3015876-01/06/2017-001c.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement device. Physio evaluated the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.